Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary surgery for attune tkr took place on the (B)(6) 2019. A revision to replace the tibial insert was performed on the (B)(6) 2020 due to tibiofemoral joint instability. Full revision surgery performed on 03/08/2020 once again to address instability of the tibiofemoral joint. Surgeon suspects the co-lateral ligaments are compromised. Did the patient experience a post-op device malfunction? No, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Unknown, did the patient require revision surgery or hardware removal? Yes, facility name of original implant : (B)(6) private hospital, was device explanted? True, hardware/explant removal due to: instability, did patient require revision surgery? True, if yes, date of revision surgery: (B)(6) 2020, reason for revision surgery: instability, patient status/ outcome / consequences: no, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Instability, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: revision tkr, is the patient part of a clinical study: no, (B)(4). Device property of none, device in possession of: none, (B)(4). Device property of: none, device in possession of: none, (B)(4). Device property of: none, device in possession of: none, by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst: true

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Details for gentamicin component of combination product: dmf#: (B)(4), trade name: gentamicin sulphate, active ingredient(s): gentamicin sulphate, dosage form: powder, strength: 1.0g active in our cements. No 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.